Event description:
It was reported that the rota burr got stuck with the rota wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00 mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the rota burr got stuck with the rota wire inside the guiding catheter. The burr and wire were removed from the body as one unit and the procedure was completed with another of same device. There were no patient complications.